Manufacturer narrative:
Based on information provided by the customer and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.

Event description:
It was reported that the plastic packaging tore while trying to open two packages of burs. No adverse consequences were reported.